Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75 x 20mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the stent was damaged upon entering through the sheath. The device would not pass through the sheath easily. No patient complications were noted.